Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic with episodes of intermittent post paced t-wave oversensing. The patient did not receive any inappropriate high voltage therapy during the oversensing. The device was re-programmed as recommended and the oversensing issue was resolved.